Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: a review of the pump¿s black box showed no call service alarms. During testing, the pump successfully completed the rewind, load cartridge, and prime steps and the pump was exercised for 24 hours with no alarms or warnings occurring. The pump performed within required specifications. The complaint of a call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On b)(6) 2017, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.